Manufacturer narrative:
Supplemental report is created to correct the following: b. Adverse event or product problem. 1. Type of report. 2. Outcome attribute to adverse event.. 5. Describe event or problem. H. Device manufacturers only. 1. Type of reportable event. 3. Device evaluated by manufacturer?. 6. Adverse event problem in health effect - impact code.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Save to disk data was sent to engineering for review. Device was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This second supplemental was created to add the device analysis and add. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. H. Device manufacturers only 3. Device evaluated by manufacturer? 10. Device manufacturers narrative.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Save to disk data was sent to engineering for review. Device was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Save to disk data was sent to engineering for review. No adverse patient effects were reported.